Event description:
It was reported that: tip of catheter disengaged with the shaft whilst in the coronary artery. Additional information: the device was removed, and the procedure continued. The procedure was ultimately successful.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). One-unit of turnpike was returned for evaluation. Blood particulates were noted on the unit. Unit was decontaminated and inspected. Approximately 6 mm of tip separation was confirmed. The remaining tip material left on the shaft was observed to be fatigued and twisted. A DHR review was completed for lot 73d2300884 and no issues or nonconformities were noted. Case details were reviewed. The device evaluation confirmed approximately 6 mm of tip separation. The remaining tip material left on the shaft was observed to be fatigued and twisted. Damages are likely to have occurred during use in the procedure. The IFU states the following warning and precaution: never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by f luoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. Exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking. Do not rotate the catheter more than two (2) consecutive 360 rotations in either direction if the distal tip is not also rotating and advancing, as it may result in separation of the catheter, damage to the catheter, or vessel injury. As per the additional information received, no medical intervention was performed. Device was removed and the procedure was continued. It is unclear how the separated tip was managed or removed from the vessel. Damages incurred by the turnpike is likely due to operation against resistance against a calcified lesion. A manufacturing record review was completed and no related nonconformances were found. Based on the information, the most likely root cause of the issue is operational context and/or unintended use error. The der process will continue to monitor for any similar events.

Event description:
It was reported that: tip of catheter disengaged with the shaft whilst in the coronary artery. Additional information: the device was removed, and the procedure continued. The procedure was ultimately successful.